Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2020 with premature pacemaker battery depletion dated (B)(6) 2020. Device then failed to transmit data from (B)(6) 2020 onward. Device hit end-of-service on (B)(6) 2021. Device was explanted and replaced on (B)(6) 2021. Patient was stable after the procedure.